Event description:
The customer called with a complaint that pt's dex meter was reading too low for their blood glucose, stating that pt had readings of 69-80mg/dl both morning and evening. During the trouble shooting process, it was learned that the electronics in the meter may not be working within the established range. A request was made to return the instrument for eval. In the mantime, a replacement unit was provided. The customer was invited to contact the 24/7 customer service line should any problems or questions arise.